Event description:
It was reported that patient presented in clinic for follow up after experiencing an inappropriate shock from the implantable cardioverter defibrillator. Upon interrogation, it was observed that the therapy was delivered during supraventricular tachycardia episodes that were misdiagnosed as ventricular tachycardia due to the programming algorithm. No other electrical anomalies were noted. The issue was addressed by device re-programming. The patient was not symptomatic during and after the event.